Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 52 mg/dl; cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Event description:
It was reported that the pump delivered an accidental dose of 18 units of insulin. Tandem technical support attempted to review pump logs, but the process was incomplete as no logs were available and allegation could not be confirmed. The customer went to the emergency room (ER) with a blood glucose (bg) level of 52 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.